Event description:
It was reported that the customer had high blood glucose levels (425 mg/dl). Customer used cold insulin to load cartridge. Pump passed delivery system check. Customer took a manual injection to stabilize her blood glucose.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.